Event description:
The customer reported obtaining non-reproducible, elevated access hcg (beta-human chorionic gonadotropin) patient results, for one (1) patient, involving the unicel dxi 800 access immunoassay system. The customer indicated that repeat testing of the patient sample reproduced the elevated result on the original instrument but a lower result within the normal reference range of the assay was obtained from an alternate dxi 800 analyzer. The patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer indicated that system checks were passing prior to the event and qc (quality control) was recovering within the customer's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched on 05/31/2013 and reported that the sample pipettor failed carryover testing and the fse proceeded to replace the pipette tip. The fse verified repair per established procedures and obtained passing carryover and bhcg precision tests with qc material. Results: failure mode is attributed to the sample pipette tip and replacement of the tip resolved the issue. Please refer to medwatch # 2122870-2013-00575 for a similar event which occurred on (B)(6) 2013. All related medwatch reports associated with this event: 2122870-2013-00575; 2122870-2013-00576.